Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a infrarenal aortic extension. A follow up computed tomography angiogram (cta) showed the patient had sac growth and a type 3b endoleak. The physician elected to implant an additional bifurcated stent and two infrarenal aortic extensions to seal the endoleak. The patient is reported as doing well following the secondary intervention. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment was able to confirm a type 3b endoleak. The most likely cause of the type 3b endoleak of the main body was the use of strata material. Procedure related issues, anatomy related issues, and/or user-related issues could not be determined due to lack of relevant medical information. The off-label, or cautionary product use conditions, and procedure-related harms also could not be determined due to the lack of relevant medical information. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.